Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not accepting the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully reload the cartridge. No additional information was available.